Manufacturer narrative:
Lead: model 3777-45, serial #(B)(4), implanted: 2011 (B)(6), explanted: unk. Adaptor: model 3550-39, lot #n303455, implanted: 2011 (B)(6), explanted: unk. Adaptor: model 3550-29, lot #n290756, implanted: 2011 (B)(6), explanted: unk. Programmer: model 37743, serial #(B)(4).

Event description:
Follow up information received indicated that the patient just needed reprogramming. Patient outcome was reported as no injury. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient experienced a shocking or jolting sensation from the implantable neurostimulator (ins). The patient turned off the ins until it could be checked. Additional information has been requested, a follow-up report will be sent if additional information becomes available.